Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was more than 600 mg/dl. The customer stated that they were treated with manual injection. The customer also reported that the auto mode was not active during the reported event. They declined troubleshooting for high blood glucose. The customer also reported that the insulin pump received insulin flow blocked alarm and was resolved by changing complete set. The device will not be returned for analysis.